Event description:
It was reported the atrial lead (model 4568) impedance has decreased. Bipolar impedance measured 251 ohms and unipolar impedance measured 287 ohms. It was further reported the ventricular lead (model 4024) impedance was 271 ohms bipolar, and there was noise and insulation breakdown on the atrial lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.